Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button response due to corroded keypad traces. Insulin pump was received with cracked case at display window corner and minor scratched display window.